Event description:
Customer reported occlusion alarms. There was no adverse impact on the customer's blood glucose level. Customer took several corrective actions with guidance from technical support, including disconnecting tubing, replacing the cartridge, and delivering boluses. Customer successfully completed the bolus and was instructed to replace supplies as necessary.